Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm in length, 2.5mm in diameter target lesion was located in the severely tortuous and calcified left circumflex artery (lcx). A 2.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. When the device was withdrawn, it was noted that the stent structure was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.